Event description:
It was reported, the pt has pain at the ipg site, which worsens during charging. There is no warming or heating during charging. The pt is not currently using her stimulator. Reportedly, the pt is considering an explant.

Manufacturer narrative:
This ipg seral number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.